Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2009 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), a lead impedance out of range alert was triggered, and the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. The analyst noted that 173 of 185 lifetime ventricular short interval counts (sic) are recorded beginning (B)(4) 2013. An out of trend subthreshold lead impedance alert occurred on (B)(4) 2014. The minimum ventricular pace impedance drops from 437 ohms the week ending (B)(4) 2014 to 76 ohms the week ending (B)(4) 2014.

Event description:
It was reported that the right ventricular (rv) lead experienced one out of range low pacing impedance measurement of 75 ohms as well as a recent onset of short interval counts (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.